Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that when inserting sensor, the needle broke in her leg causing sensor to fill up with blood. Customer's blood glucose was 93 mg/dl. After troubleshooting, customer was advised that sensor would be replaced.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the insertion needle was bent inside the needle case. Unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.